Event description:
A facility reported that when the cerelink monitor was disconnected from the main power it switched off. This was despite the battery being fully charged, and the green light being displayed to indicate it was charging. Upon inspection the ac power cable was charged and this made no difference. The battery was also changed with another battery, this also had no affect. The monitor still switched off as soon as it was disconnected. The yellow icp cable also went into failure and the icp kept dropping intermittently to -30.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the technician was able to replicate the customer failure. It is determined that the odu front yellow nut and battery connector were defective and so a complete change of the pcb will be required to fix this unit. Further, the integra lifesciences product development team confirmed that the unit was exhibiting hardware errors, this was confirmed by the service and repair teams analysis. The complaint could be verified through failure analysis. Root cause - hardware errors were shown in the debug log, and the service and repair team was able to confirm the failure through investigating the unit itself. The service and repair team deemed the odu front yellow nut and battery connector to be defective and the cause of the failure. The entire pcb board needs to be changed for the unit to be repaired. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.